Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratched lcd window, stained end cap sticker and partially broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the reservoir compartment has a piece missing and the reservoir is not locking into place. Troubleshooting for the bumped/dropped/cosmetic damage was performed. Customer advised in addition to the piece missing there is also a small crack in the reservoir chamber. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.